Event description:
During an endocardial ventricular tachycardia procedure, a pericardial effusion occurred. While mapping in the left ventricle the catheter was unable to be visualized and the signal of electrode 3 was lost. Electrode 3 was hidden from the mapping screen in order to continue the case. While mapping, the catheter was observed outside of the left ventricle and into the pericardium on the lateral wall. The procedure was stopped and an ultrasound revealed a pericardial effusion. The patient became hypotensive and a pericardiocentesis was performed which stabilized the patient.

Manufacturer narrative:
Electrode 3 read as an open circuit. Electrode ring 3 was dissected to reveal that conductor wire 3 was fractured proximal to the weld joint, consistent with the open circuit detected and the reported signal issue. The cause of the fractured conductor wire is consistent with damage to the device during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The cause of the pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is an inherent risk of any electrode placement.